Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device via a 6fr sheath, after a percutaneous coronary intervention procedure. Reportedly, when the plunger was pulled removed, no sutures were attached to the needles. When attempting to remove the proglide device, it could not be removed. After opening and closing the lever and several removal attempts a surgeon was requested and a cut down was performed to remove the proglide device. Once the proglide device was removed, the artery was sutured closed to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿no sutures attached to the needles¿ was confirmed. Entrapment of the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.